Event description:
An operating room supervisor reported an intraocular lens (iol) was exchanged with the same model different power lens due to pt intolerance. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional info was requested 11/07/2011 and 11/17/2011 by fax, phone and mail. A completed questionnaire has not been received. (B)(4).